Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch number being unknown, no DHR review is able to be completed h3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 pl/wg needle hub separated on 4 occasions. The following information was provided by the initial reporter: material no. 928858 batch no. Unknown (provided: 0000883) it was reported that when removing shield the needle hub separated from 4 syringes. Verbatim: consumer reported when removing the orange needle cap, the whole needle component comes off with the cap. This happened with 4 syringes from a poly bag. No difficulty removing needle shield.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 pl/wg needle hub separated on 4 occasions. The following information was provided by the initial reporter: material no. 928858, batch no. Unknown (provided: 0000883). It was reported that when removing shield the needle hub separated from 4 syringes. Verbatim: consumer reported when removing the orange needle cap, the whole needle component comes off with the cap. This happened with 4 syringes from a poly bag. No difficulty removing needle shield.